Event description:
Complainant alleged that after delivering two shocks to a male pt, the device would not convert the pt's heart rhythm. The clinicians obtained another device, and were able to convert the pt to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has rec'd.